Event description:
Blood glucose results of 13.4, 15.8, 17.2, 12.7, 13.6, 15.1, 13.8, and 7.6 mmol/l with a lifescan meter, performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.